Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received two occlusion alarms. The customer's blood glucose level was not impacted. The customer reported seeing cracks in the cartridge. The customer was to change out the cartridge.